Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation. (B)(4).

Event description:
The customer reported that the device's monitor is not working. There was no reported patient involvement.